Event description:
It was reported the programmer sometimes will not interrogate a pacemaker or implantable cardioverter defibrillator. The programmer head was changed twice but the same thing happened. It doesn't happen all the time but only once in a while. It was also reported the programmer head may also be bad. The programmer and programmer head were returned for calibration and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector was loose. It was also noted that the system fan was noisy. Concomitant medical products: product ID 2067 rf (radio frequency) head. (B)(4).